Event description:
Overdose: a woman reported that she rec'd an overdose of insulin with her first injection of novolin n (rdna) penfill insulin in a 1.5 device. The woman felt that the device over delivered the dose of insulin. She stated that she went to the ER following the injection but she did not remember experiencing any symptoms. The woman denied any loss of consciousness but reported that the woman presented to the ER with the complaint that she thought she accidentally rec'd 80 units of insulin when she normally takes half that amount. She was admitted for observation and over the 24 hour hours that she was observed she had. No significant hypoglycemia developed. He concluded that there was no undue harm caused to the woman by the event. The woman has not returned the device to for examination.